Event description:
It was reported that restart error and error 60: "error missed requests from mmcu to start error table (mmcu timeout)" keep displaying. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: moshe.barenboym@bsci.com. The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customers site. The fse removed and replaced mmcu component restoring console functionality. During functional evaluation of the console, the reported error message was confirmed. Based on fse evaluation, it is most likely that the component damaged could have affected the device performance and its integrity leading to the event experienced by the customer.

Event description:
It was reported that restart error and error 60: "error missed requests from mmcu to start error table (mmcu timeout)" keep displaying. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Manufacturer narrative:
Corrected fields: impact codes (h6) and additional MFR narrative (h11). The console was evaluated by a field service engineer (fse) at the customer's site. The fse noticed that the emergency stop button and mmcu were not working as expected. The fse removed and replaced both components restoring console functionality. During functional evaluation of the console, the reported error message was confirmed. The recon main controller pcb for p120 was returned. Visual analysis did not identify any issues, the component was in overall good physical condition. Based on fse evaluation, it is most likely that the component damaged could have affected the device performance and its integrity leading to the event experienced by the customer.

Event description:
It was reported that restart error and error 60: "error missed requests from mmcu to start error table (mmcu timeout)" keep displaying. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.